Event description:
The reporter stated that during a left open ankle arthrodesis procedure, a loose section in the device caused the nail to become misaligned when compression was applied to the jig. The nail and jig had to be removed twice. As a result, the time spent in surgery was prolonged. Integra has requested, in writing, additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.